Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper latch switch has failing. This part is a known is a known contributor to system error 322 alarms. The upper auxiliary assembly which contains the upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
During review of the event history log multiple system error 322 alarms were discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.